Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 39 events were originally reported for this failure mode during the reporting quarter. - 1 event was inadvertently excluded. - 40 reported events are included in this follow-up record. Product return status 8 devices were received. 32 devices were evaluated in the field.

Event description:
This report summarizes 40 malfunction events in which the device had paint chips missing. - 40 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 39 events were reported for this quarter. Product return status: 7 devices were received. 24 devices were evaluated in the field. 8 device investigation types have not yet been determined. Additional information: 39 devices were not labeled for single-use. 39 devices were not reprocessed or reused.

Event description:
This report summarizes 39 malfunction events in which the device had paint chips missing. 39 events had no patient involvement; no patient impact.